Event description:
It was reported that during a pulsed field ablation procedure, the guidewire became "sheered" and could not be removed from the loop catheter. The loop catheter and guidewire were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the loop catheter with lot number 0012436265 was returned and analyzed. Visual inspection of the array, guidewire lumen, shaft, and handle did not reveal any anomalies. The guidewire was received threaded into the catheter and extended 1.5 inches beyond the distal tip. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. High magnification optical inspection of the catheter tip and guidewire showed foreign tissue/material at the tip (point of contact with the guidewire). The nitinol was verified at the tip and inside dual lumen and no anomaly was found. The luer was verified and no misalignment was found. No entangled wires were found along the shaft and the handle. Resistance was encountered during guidewire removal attempts. The guidewire was stuck at the tip and unable to be removed due to the foreign material. Dissection was performed to assess the points of resistance: the shaft catheter was cut approximatively eight inches from the dual lumen, and foreign material was observed at two locations: one at the tip of the catheter and a second was observed inside guidewire lumen at approximatively 0.145 inside the tip. The guidewire was removed and no anomaly was found in the catheter handle. Prior to guidewire insertion, the guidewire lumen of the catheter was flushed, the test guidewire was inserted proximally through the luer and threaded along the guidewire lumen, and the guidewire was extended and retracted without any issues. Data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries passed. In conclusion, the catheter did not pass the returned product inspection due to tissue observed on the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.